Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon eval, the trunk cable connector was damaged and several wires were cut (yellow, black, green). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she rec'd messages from the device to connect the belt to the monitor, despite multiple attempts to disconnect and reconnect the belt. The pt was issued a replacement electrode belt.